Event description:
It was reported that complete atrioventricular (av) block occurred. The patient, with an existing history of complete right bundle branch block and severe calcification, was selected for a 23mm lotus edge valve implant. A lotus introducer was placed into the right femoral artery and the aortic valve was treated with deployment of a 23mm lotus edge valve. The patient went into complete av block during deployment, so pacing was started. Successful repositioning of the 23mm lotus edge valve involved five partial re-sheaths and deployment into a more accurate, lower position within the aortic annulus, in accordance with the instructions for use (IFU). The procedure was successful with the result of a trace paravalvular leak. One day post index procedure, the patient received a permanent pacemaker. There were no other patient consequences reported.